Manufacturer narrative:
(B)(4) - the device was manufactured march 1, 2015 - march 2, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water. The next day, no signs of a leak were observed from the device the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the luer adaptor of a large volume infusor and a non-baxter huber needle during filling. There was no patient involvement. No additional information is available.